Event description:
It was reported the customer threshold suspend feature was prompted. Customer's blood glucose was 195 mg/dl and their sensor glucose was under 40 mg/dl. The customer stated they did not exhibit any symptoms of low blood glucose. The customer stated they will be reconnecting to their old sensor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.